Event description:
When performing the egd, the dr used a balloon to dilate the esophagus. When finished, the dr went to deflate the balloon but it wouldn't deflate all the way. Once removed from the pt, team had to cut balloon from scope. FDA safety report ID# (B)(4).